Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
D10 ¿ product received on: 09apr019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned one 12.0 french catheter in a used and damaged condition to cook for investigation. An extension tube was connected to the mac-loc hub. Biomatter was observed throughout the device. The catheter flare was intact with the separated tubing suggesting the flare was pulled through the hub. The flare appeared lopsided and slightly damaged. The suture string was completely wound on the threads of the hub. Dimensions deemed relevant to the reported failure mode were analyzed and found that the device was manufactured according to specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related nonconformances for this lot. A software search for complaints on the reported lot found no additional complaints from the field. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, inspection of the returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a ultrathane mac-loc locking loop multipurpose drainage catheter was deployed during a pneumothorax s/p right lung biopsy on a (B)(6) year old male patient. The complaint device was inserted over a wire in order to upsize the originally placed tube. The tube was then hooked up for suction and a stat lock was used to secure the tube. A reported, the hub of the device had separated from the catheter. It is unknown if the hub of the catheter separated as a result of patient mobility as the patient was reported to be free moving. An additional procedure was required to replace the catheter after the hub separation, which was successful. No further adverse events have been reported related to this event.